Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined. The undamaged crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. Stent strut row 1 on the distal end of the stent is squashed. No issues with the balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal branch (om). After 6f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion. A 2.0 x 15 mm non-bsc balloon catheter was advanced for pre-dilation. The balloon was inflated fourth times at 11-18 atmospheres for 15 seconds. Subsequently, a 24 x 2.25 mm promus premier¿rug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another 2.25 x 24 mm synergy stent. No patient complications were reported. However, returned device analysis revealed distal stent damage.